Event description:
Customer reportedly obtained results of 480 mg/dl and 122 mg/dl on the compact plus system within 10 minutes. Customer took normal insulin amount after testing. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.